Event description:
This valve was explanted due to paravalvular leak and "severe" mitral regurgitation. According to the op report, the pt experienced increased fatigue and shortness of breath. At explant, the mitral valve was noted to be in "good position"; however, one-third of the sewing cuff had no tissue overgrowth which resulted in pv leak. The valve was replaced with a 31mm "sjm" valve that was noted to be seated "well" with a "full range" of leaflet motion and no evidence of pv leak. The pt was reported to be in "stable" condition postoperatively.